Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine 1742 mcg/ml; 977 mcg/day, bupivacaine 24.6 mg/ml; 13.8 mg/day and sufenta (sufentanil) 330 mcg/ml; 185 mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported a motor stall was seen at initial interrogation. Motor stall and recoveries occurred on (B)(6) 2016; both for just a few minutes. The motor stalls recovered on their own. The patient did not recently have magnetic resonance imaging. The cause of the motor stalls was possibly the use of a laptop or tablet in the patient's lap on the pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.